Event description:
It was reported that a pump memory error was noted following a MRI. The physician reprogrammed the pump after he saw this, and let the patient go home. No symptoms or outcome was reported. The drug contained in the pump was not reported. The drug contained in the pump was not reported.

Manufacturer narrative:
.